Event description:
It was reported that the patient reported that he went to the emergency room due to urinary retention. The artificial urinary sphincter was deactivated and a catheter was inserted. The patient was sent home and instructed to activate the device; however, the patient was unable to active the device. The patient was seen by his physician as the pump bulb was completely flat. A cystoscopy was performed and the physician attempted to activate the device without success. The manufacturer representative attempted troubleshooting to activate the device. As the device was still unable to be activated, the patient was instructed to see the physician for further evaluation. No further patient complications were reported.